Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7117426.

Event description:
It was reported that the patient underwent a trial procedure wherein one of the leads broke and a piece of the lead was left inside the patients body. No further information has been obtained despite good faith efforts.